Manufacturer narrative:
The insulin pump was received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime or verify excessive no delivery alarm, signal too low alarm, corrupted history file alarm due to blank display. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s mother reported via phone call that her daughter¿s pump stopped functioning about a week ago and was beeping. Customer's blood glucose was unknown. It reoccurred the morning of the call. When checking the alarm history, there was a program alarm anomaly. Pump went blank and started beeping again. After troubleshooting, display screen did not return. Customer was calling back after receiving a new battery cap. She was advised that insulin pump would need to be replaced and to revert to a backup plan. The pump will be returned for analysis.